Manufacturer narrative:
The returned cardiac resynchronization therapy defibrillator (crt-d) device was analyzed longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, defibrillation, and recording functions. Having met the engineering longevity prediction, functionally passed all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion. All baseline testing completed on the device found to be within normal range. No allegations to device confirmed..

Event description:
It was reported that surgical intervention was required to explant this device system due to infection, which is considered life threatening. No additional adverse patient effects were reported.